Manufacturer narrative:
The lead was discarded. The cause of the cerebrospinal fluid leak is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "cerebrospinal fluid (csf) leakage" and outlines proper lead placement techniques. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During the permanent implant procedure for an evoke spinal cord stimulation (scs) system, a cerebrospinal fluid (csf) occurred during lead placement. The csf leak was treated and the permanent implant procedure was not completed. The patient is recovering following the reported event.